Manufacturer narrative:
The suspect pump was returned for investigation. A review of the event history log confirmed the reported error had occurred. Functional testing duplicated the reported error. Visual inspection observed the pump housing chipped and cracked. Further inspection observed the carriage nut loose and not fully threaded. The loose carriage nut is believed to be the root cause for the reported error. The nut likely became loose during normal wear and tear, as this pump is over 6 years old. After the carriage nut was tightened to specification and the pump was repaired and recalibrated, the pump passed all delivery, accuracy and functional tests.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.